Manufacturer narrative:
The hill-rom tech found that the latch assembly is contaminated with an unk sticky substance. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech cleaned the latching mechanism to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left siderail would not stay up. The bed was located at the account in room 5018. There was no pt/user injury reported. This report wad filed in our complaint handling system as complaint #(B)(4).